Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient presented in clinic. During threshold testing, it was found that pacing was indistinguishable from intrinsic morphology and loss of capture on the echocardiogram. No intervention was performed. The patient's status is unknown.